Event description:
It was reported that during a left anterior descending artery procedure, the otw trek performed as expected; however, during removal, the balloon dilatation catheter was sticking to the non-abbott guide wire. The device was not soaked during device preparation. The device was ultimately successfully removed without a clinically significant delay in the procedure. There was no adverse patient sequela. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect prep. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Return of the otw trek catheter may have aided in the investigation and determination of cause as without the product to examine, a conclusive cause could not be determined. It was reported the balloon was not soaked prior to use. It should be noted the trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is unlikely that the failure to soak the balloon prior to use would have contributed to the reported difficulties removing the guide wire. The lot history record for this product was not reviewed and a similar incident query was not performed because the device was not returned and the lot number was not provided.